Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 37, 38, 47, 291, 41 mg/dl. Tests were done within 10 minutes with a diference of 109 mg/dl. Patient did not experience any adverse events. No further information has been reported.